Event description:
It was reported that a flo-gard infusion pump had an f-38 alarm. It was not specified when in the process this occurred; however, there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced by a service technician as part of preventative maintenance. Visual inspection, functional testing, a service history review, and an alarm log review were performed. The f-38 alarm was identified during functional testing and the alarm log review. The cause of the condition was determined to be out of specification force sensing resistors. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.